Event description:
Spontaneous call from patient reported that she noticed her tubing was disconnected from the cassette tubing. She is not sure how that happened, but she is not home to change to new tubing. She did wipe current items with alcohol pads and reattached it, however she has to hold on to it as treading does not work. Has this incident happened within the past 6 months? No. Has this patient reported a pump malfunction within the past 6 months? No. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace the cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Yes, ongoing? Reported to (B)(6) by: patient/caregiver.